Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2210201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant was attached to the 6/7f mynx grip vascular closure device (vcd) when the stylet was removed, and deployment failed. Forward pressure was held during "tapenade." After two minutes was up, the balloon was deflated and removed from patient through the white stylet. Hemostasis was achieved through femostop and manual compression for greater then 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with a retrograde approach. The user was trained to the mynx vcd. The device was stored and prepped according to the instructions for use (IFU). A 6f brite tip catheter sheath introducer (csi) was used. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. The advancer tube was properly positioned after the sheath was retracted. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h10. Complaint conclusion: as reported, the sealant was attached to the 6/7f mynxgrip vascular closure device (vcd) when the stylet was removed, and deployment failed. Forward pressure was held during "tapenade." After two minutes was up, the balloon was deflated and removed from patient through the white stylet. Hemostasis was achieved through femostop and manual compression for greater then 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with a retrograde approach. The user was trained to the mynx vcd. The device was stored and prepped according to the instructions for use (IFU). A 6f brite tip catheter sheath introducer (csi) was used. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. The advancer tube was properly positioned after the sheath was retracted. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connecting to the device with stopcock open. The procedure sheath was on the device, fully retracted. The advancer tube was separated from the device, and the sealant was observed soaked in blood and adhered to the advancer tube¿s distal tip. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that the sealant was soaked in blood, covering the advancer tube¿s distal tip. The condition of the returned sealant and advancer tube indicates an over compression of hydrogel sealant over arteriotomy/venotomy site causing sealant damage which may have resulted in the reported failure. The returned advancer tube¿s distal tip was also inspected and observed free of damage. A product history record (phr) review of lot f2210201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an over-tamping, may have caused the sealant to adhere to the tamp tube and follow the tamp tube out of the tissue tract during the procedure. According to the instructions for use which is not intended as a mitigation of risk, ¿gently advance the advancer tube until single marker is fully visible.¿ if the tamping tube is pushed too far into the hydrogel sealant during tamping step, the grip tip of the sealant may adhere to the tamp tube and follow the tamp tube out of the tissue tract during the tamp tube removal, resulting in the sealant being dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.